Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15391. It was reported the pt experienced burning at her pocket site while charging her ipg. A replacement charging system was sent to the pt. F/u info indicated the pt's issue was resolved with the use of the replacement charging system.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.